Manufacturer narrative:
H3: one cadd solis vip pump was received with no damage found on it. The event history log was reviewed and there was no evidence of the reported issue. A functional check was conducted and the reported issue was not able to be confirmed. The device's delivery accuracy was assessed with three different tests; all of the tests were found to be within the manufacturing specifications. Therefore, there was no fault found with the pump.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump failed volume testing. No patient was involved in this event. No adverse effects were reported.